Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: warning do not strike or drop the endoscope tip, soft part, curved part, operating part, or scope-adapter part. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found the complaint was confirmed and water tightness was lost due to a cut on the connecting tube, a pinhole on the instrument tube, and a cut on the video cable. Also, evaluation found the grip, up/down plate, and universal cord was sticky, the video cable was wrinkled, the control unit was corroded due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps and channel cleaning brush could not be inserted smoothly due to damage on the instrument tube, the light guide bundle was slipping down, the electrical contact of the video connector was dirty, the light guide connector was dirty, the angulation lever was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the uretero-reno videoscope had air/water leakages. The customer did not have any additional information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved. The report is being submitted due to shaved port found during evaluation.